Event description:
It was reported that during routine device interrogation, it was found there was high impedance for the right globus pallidus (gpi) lead on electrode 11. This has not caused any issues. A different setting was used. The issue is unresolved with no further action planned. Additional information was received from a manufacturer representative (rep) reporting that the exact cause of the high impedance is unknown. Additional information was received stating there were several routine device interrogations. This contact is not used for programming.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va0nplb serial# implanted:(B)(6)2015 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: va0nplb, ubd: 22-jul-2017, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.